Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient received their "second covid shot february 9th. They started wheezing and coughing and were diagnosed with bronchitis. The patient also alleges they have lung malfunction. After various treatments, as well as seeing an internist and pulmonologist, nothing worked. The patient states a bronchoscopy, x-rays, and MRI's show nothing. The patient also alleges they have been spitting up clumps of blood for months, every day since late february. The patient also alleges the device stopped working once the hose was attached." The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.